Event description:
As reported by the field clinical specialist, a patient with a 23mm SAPIEN 3 Ultra aortic valve implanted for 4 years underwent a valve-in-valve procedure due to stenosis and insufficiency. A 20mm SAPIEN 3 Ultra valve was successfully implanted.

Manufacturer narrative:
D4. UDI (b)(4). Investigation is ongoing.